Event description:
It was reported that, "the item was implanted and was found to be beyond expiration date."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Should add'l info becomes available, the eval summary will be submitted in a supplemental report.